Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at .08670 inches. No physical damage to the reservoir tube o-ring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 400 mg/dl on the morning of the call. The customer used food to treat the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported damage to the pump retainer ring. The customer believes the pump was over delivering due to the retainer ring damage. Troubleshooting was completed but did not resolve the issue. The customer reported a low of 88 to 40 mg/dl the previous evening. The insulin pump will be returned for analysis.